Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# va0sxck, implanted: (B)(6) 2015, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient's family member or friend reported that the patient had surgery yesterday to fix the wire that came through his cheek in his mouth. This was the second surgery because they had to fix the wire that came out. The implantable neurostimulator (ins) was programmed yesterday. The patient was currently in the hospital but was being discharged. The ins has not been turned on and they said it was. During the report the reporter was able to use the programmer and turn the stimulation on. The indication for use included spinal pain. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.